Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous left circumflex (lcx). A 4.00x20mm promus element drug eluting stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient is stable. However, analysis found that the stent was damaged at the proximal end.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination identified proximal stent damage. The most proximal stent strut row was raised and misaligned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).